Manufacturer narrative:
While there is apparently no report of injury in this event, there has been a previous report received within the past two years involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This event will be reevaluated, as appropriate, if further information becomes available. The device was evaluated and found to have a pcb and battery malfunction and the front panel broken.

Event description:
In this event it was reported that a propex apex locator provided incorrect measurements; outcome of this event is unknown as of this MDR evaluation. However, there is no indication that injury resulted.